Manufacturer narrative:
(B)(6). This report is filed july 31, 2015.

Event description:
Per the clinic, the patient experienced skin irritation around the abutment site and underwent a revision surgery (date not reported). During the surgery the patient was equipped with an implant magnet.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.